Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set leaked. It was further reported the one-link ¿naked y-site leaking at junction of two lumens¿. This event occurred during any unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: upon further due diligence, it was reported the event occurred during patient use. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.